Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the customer encountered a non-recoverable fault 31030. The customer powered the system off and performed an emergency power off (epo), but the issue returned. The system restarted with the same fault. The intuitive surgical, inc. (Isi) technical support engineer (tse) requested to attempt a second power cycle, but the surgeon converted to laparoscopic surgery instead. The live logs showed that the initial fault pointed to the video processor (vp). There were no other system related issues. The site completed the procedure laparoscopically. It was further reported that the tse reviewed system event logs and confirmed the error fault indicating a system time out after the system started up. Tse informed the user that error fault seems user related as though a system cable had been disconnected. Isi followed up with the customer and obtained additional information on 12-may-2022. The procedure was completed laparoscopically without any injury or harm to the patient . The customer also informed that during troubleshooting at the time of the issue, they removed the instruments installed into the arm an used an instrument release kit (irk) to unclamp. The irk usage was successful and the instrument was removed without any harm to the patient. The instrument was disposed of per isi procedure. The instrument & accessory user manual warns: ¿do not re-use an instrument that has had its grip released with the instrument release kit. Re-using an instrument after use of the instrument release kit could result in critical failure of the instrument and injury to the patient.¿

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. The fse was able to power the system on with no errors. The fse tested all the cable connections and none of them were loose. The fse test drove the system without any errors. As a preventative measure, the fse reseated all the fiber and power cables. The fse swapped the video processor (vp) to core connection from the bottom port to the top port. The fse power cycled the system 10 times and test drove the system again without any errors. The system was tested and verified as ready for use. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to a repeated non-recoverable fault. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.